Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 34 mg/dl. The customer stated that she might have taken too much insulin. On the weekend, the customer cleaned and did not take a bolus because she could run low blood glucose due to physical activity. The customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.